Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector had foreign matter. The following information was received by the initial reporter with the following: trifuse filter cracked and discolored during infusion increased risk for line occlusion. Increased risk of sepsis. Delay in delivery of IV fluids.

Event description:
Cancel.

Manufacturer narrative:
(B)(4) foreign matter was made in error - correction being filed to cancel.